Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the mother that the patient is complaining of skin irritation that is causing a black scar mark. They have tried using scar cream with no success. The patient is feeling self conscious because of the issue.